Event description:
The physician attempted arteriotomy closure with the perclose. It was reported that the foot of the device would not completely park. In order to retract the device, the physician manipulated the device by turning it from side to side. It was reported that there was considerable oozing around the sheath when the device was withdrawn. The knot was then deployed without incident and hemostasis was achieved. As a precautionary measure, manual compression was held for approximately 15 minutes. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.